Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that it was unknown (per the patient) as to when they weren't receiving stimulation. The cause of the stimulation and impedance issues was unknown. The patient was reprogrammed on contacts 8-15 and it was unknown if the patient's issues had been resolved. The information was confirmed with the patient's physician. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for multiple back operations, radicular pain syndrome (radiculopathies), and spinal pain. Information was reported that the patient is not getting stimulation on their right side of her low back and hip. An impedance check showed contacts 0-7 all over 10,000 ohms. Contacts 8-15 are all within normal limits. The patient was sent for a full spine x-ray last week. There does not appear to be any defects in either lead per x-ray. No further complications were reported. No additional patient symptoms were reported.